Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A review of the event history log found records of a key stuck alarm as well as error codes 1870 and 1871. Functional testing was performed which confirmed the issue. The most probable cause is due to a defective keypad and motor. The keypad and motor were replaced in order to correct the issue.

Event description:
The results of the investigation found that there was a record of the pump having a key stuck alarm as well showing error codes 1870 and 1871. There was no patient involvement, and no patient harm/adverse event reported.